Manufacturer narrative:
Lot, manufactured date and expiration date will remain unknown. As reported, the sealant of a 6-12f mynx control venous vascular closure device (vcd) came out of the body when the device was removed and the sealant never stayed in the body. There was no reported patient injury. Additional information was requested but not provided. One non-sterile mynx control venous closure device was returned for investigation. Visual inspection revealed that both button 1 and button 2 were not depressed. The stopcock was found in the open position, with a cordis mynx syringe attached to the unit. The sealant was in its original manufactured position, fully covered by the sealant sleeves. No abnormalities were observed on the sleeves. The catheter sheath introducer (csi) was not provided for this evaluation. The balloon was deflated, and the core wire was present. The atraumatic tip showed no signs of damage or irregularity. No additional anomalies were observed during this analysis. Per functional analysis, a simulated deployment test was conducted. Button 1 functioned as expected, successfully deploying the sealant. However, button 2 could not be depressed, and balloon retraction could not be achieved. The device was then opened to inspect the internal mechanism. No anomalies were observed through unaided visual inspection; however, the mechanism responsible for balloon retraction could not be actuated. Per microscopic analysis, a high-magnification evaluation was performed on the catheter¿s working portion and balloon. Compressions and damaged areas were observed along the catheter shaft. Comparison with a sterile, unused unit revealed an increased distance between the balloon¿s proximal section and the distal end of the tamp tube in the returned unit, suggesting potential tensile elongation. Additionally, the balloon exhibited an abnormal configuration compared to its expected manufacturing position and inflated state. A product engineering team (pet) review was conducted to assess potential manufacturing-related causes. The pet concluded that the observed tensile deformation of the shaft may have compromised the retraction mechanism. The reported event of ¿sealant-inaccurate placement-complete¿ was not observed through analysis of the returned device as the sealant was present in its manufactured positions and button 1 was not depressed. However, an additional code of ¿button #2-frozen/locked¿ was noted as button 2 could not be actuated due to the damages noted to the catheter shaft. However, the exact cause of the issues experienced could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to reported event of the sealant coming out of the body when the device was removed from the patient since the device had not been deployed, which does not match the event description reported. However, procedural/handling factors likely occurred with the returned device, such as excessive tension applied to the balloon or attempting to depress button 2 against resistance before button 1 had been depressed. This is evidenced by the compressions, spacing deviations indicative of tensile elongation, and abnormal balloon positioning during the microscopic analysis of the catheter shaft within the handle. Additionally, the pet concluded that the observed tensile deformation of the shaft may have compromised the button 2 depression/balloon retraction mechanism noted during functional analysis. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control venous IFU, after inflating the balloon, it states ¿align the device with the tissue tract. Pull gently to retract the device and procedural sheath until the black line in the tension indicator window aligns with the marks on both sides of the white handle. This indicates that the balloon is abutting the venotomy and that the device is positioned to appropriately deliver the sealant extravascular to the venotomy.¿ per step 2: deploy sealant, the IFU instructs, ¿while maintaining tension alignment of the markings, firmly press button #1 until it is fully depressed. The clock symbol will become visible in the tension indicator window. This deploys and compresses the sealant against the venotomy for effective adhesion. Lay the device down for 2 minutes, allowing the sealant to actively absorb body fluid and swell within the tissue tract.¿ additionally, step 3: remove device states, ¿fully retract the syringe plunger to lock position in order to draw vacuum. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger to stabilize and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Fully depress button #2 to retract the deflated balloon into the device catheter. While maintaining fingertip compression on the skin, remove the device with procedural sheath from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ neither the product analysis, nor the information available for review suggest that the reported failure and observed conditions could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant of a 6-12f mynx control venous vascular closure device (vcd) came out of the body when the device was removed and the sealant never stayed in the body. There was no reported patient injury. Additional information was requested but not provided. The device will not be returned for evaluation.